Event description:
The hcp reported that "the pump pocket site infected and swollen, so it was removed." The device was returned to the MFR for analysis. Add'l info will be sent when it becomes available.